Event description:
It was reported that the chronic rv lead had seen a steady increase in pacing impedance. At system change out the physician is trying to decide if he should continue to use the chronic lead. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.